Manufacturer narrative:
Device evaluation confirmed the reported issue. No image was found to be due to bad connector pin. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, "warning. If the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Pg. 10patient or operator safety and may result in more severe equipment damage."pg. 17. Based on investigation results, the identified failure is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints for this device.

Event description:
It was reported " the camera was plugged in the processor and no image would appear" . The issue occurred at the start of a laparoscopic procedure. The device was replaced and the intended procedure was completed with no delay using a similar device. There was no patient impact, no harm reported due to the event.